Event description:
It was reported that the user experienced sustained elevated blood glucose readings and had been advised by a healthcare professional that there might be an issue with pump tubing, though the user did not observe any tubing, site, or leakage issues and uses 23" insets; after changing the insets, connector, and cartridge (lot numbers provided), blood glucose stabilized. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and resolution following supply replacement. Investigation included troubleshooting with user education. Investigation of this case revealed an unclear cause, with a possible infusion set or disposable supply performance issue that resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.